Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A clinical applications specialist (cas) reported on the event form that the affected eye was left. The treatment report showed a targeted refraction correction of +0.00 +5.00 x 125 ° / 12.0 mm. Based on the pictures, the calculation of an 125° axis is not deemed to be plausible. The topographies found in pre-operative data confirmed a treatment of a plus cylinder in 125°. Best corrected visual acuity was diagnosed with 125° and has been treated accordingly. The evaluation of the topographies provided showed a cylinder of 3.6 at about 158° on the cornea surface pre-operative. This topography result is not unexpected in these circumstances. The provided post-op data is from an auto-refractor. For further evaluation, subjective refraction of a more recent date is needed. The reported event could be confirmed but is an expected result based on the provided pre- and post-operative topography data. Sphere has not been treated. The entered data has been treated by the device as expected. In order to further evaluate retreatment options, further data must be provided as mentioned above. Appropriate healing time has to be considered for post-operative data. The root cause could not be identified conclusively. Cas stated the entered data has been treated by the device as expected, no malfunction of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported sphere and cylinder resulted post refractive procedure. Additional information has been requested.